Event description:
The pt experienced an 04, occlusion alarm from her insulin infusion pump at 10:30, 11:50 and 1:42 at which time she changed her infusion set. She experienced another 04, occlusion alarm at 4:00. She went to the hosp and was determined to be in diabetic ketoacidosis. She switched to her back-up pump in the hosp.